Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Similar adverse event is being reported under MFR 3004753838-2018-162335.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection was reported. The patient's mother stated the patient's dexcom was in the warm up session and then it turned into a signal loss. She stated while the patient was at school, they experienced two hypoglycemic events. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon further review of the complaint record, this would not constitute an adverse event as there was no serious deterioration in the state of health of the patient, and no medical intervention. The patient was able to successfully self-treat his mild symptoms. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined.